Manufacturer narrative:
Corrected data: b5 - the reporter indicated that a 12.1mm vicm5_12.1; -8.00 diopter implantable collamer lens had tore/broke during loading and noted "during loading unsterile". The lens was not implanted. This occurred on (B)(6) 2023. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of a -8.0 diopter lens tear/break during loading. Reportedly, "unsterile." On (B)(6) 2023, the replacement lens was implanted and the problem was resolved. Status of the eye is, "quiet."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).